Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1030 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was not wearing insulin pump at the time of hospitalization. Customer was off of insulin pump for less than 48 hours prior to hospitalization. Troubleshooting was performed on insulin pump and it was found that there was a medium size air bubble in infusion set. Customer was assisted with releasing air bubble. Customer declined troubleshooting for site or programming. Emergency supplies would be sent to customer.